Event description:
Aspen labs, 14603 e fremont ave, englewood, co 80112. Investigation of thej above referenced complaint has been completed. The original complaint stating that "during c/s in the delivery room pencil would not fire on cut or coag. Pencil replaced, worked fine" was received 2/5/96 and the deivce was received for evaluation on 2/15/96. Aspen labs did not file a malfunction MDR on this event based on the info provided, no injury occurred and the non functioning of a disposable device would not likely cause or contribute to serious injury. Evaluation of the device was conducted and the pencil was confirmed as having a somewhat higher than normal force to activate but did function in both modes. Opening the pencil housing it was determined that the switch wire forms were not properly aligned to the contact wire. Mfg has been informed of this error and advised to be more aware of the criteria.